Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that there was mold and rust on the inside to the device, due to water infiltration. Physio observed an excessive off current which depleted the battery. The excessive off current was caused by the analog pcb assembly. Physio then further evaluated the analog pcb assembly and determined that the cause of the reported issue was due to an electric short, caused by process residue at legs 1-2 and 3-4 of an inductor, designator l1 on the analog pcb assembly. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was powering itself on without pressing the on button.  This issue could indicate a shorting issue with the on button which could affect the device's ability to stay powered on.  There was no report of any patient use associated with the reported issue.